Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: a review of the pump¿s black box revealed consecutive slave communication errors. The pump powered up with auditory and vibration to a blank screen. The reported blank screen was duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. A unity test code download tool application was used to upload a test code to the master processors. The slave processor upload was unsuccessful. The slave processor failure was concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).